Event description:
It was reported that device had multiple downstream occlusion alarms without any visible signs of blockage, identified during priming. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the downstream occlusion (dso) sensor pressure was too low. The dso sensor was calibrated to fix the issue.